Event description:
It was reported (B)(6) 2001 that the company returned product was received due to battery failure. The pt was told battery implanted in 1999 was "defective" because it lasted only two years. Pt reported they had an appointment (B)(6) 2010 to check battery and discuss replacement of current. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): final device analysis revealed no significant anomalies - no output and no telemetry, assumed normal end of life.